Manufacturer narrative:
(B)(4). The complaint sample was returned. Tecomet, the manufacturing site reported " the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 100-pc. Lot in february of 2020. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument shows that the tips of the jaws are bent/damaged and misaligned to each other. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the tips of this device to become bent/damaged and misaligned to each other but mishandling of this device at the end user's facility is suspected. All 100 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nat ure. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the applier jaws were found misaligned when it was checked before use. Another device was used in the procedure. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the applier jaws were found misaligned when it was checked before use. Another device was used in the procedure. No patient involvement.